Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples are available. Analysis and results: three possible batches could be affected: 614494 delivered on 01.04.2015. 614501 delivered on 12.02.2015. 614422 delivered on 15.01.2015. (B)(4) units were manufactured and distributed of the batch 614494, and (B)(4) units of the batch 614501 and (B)(4) of the batch 614422. There are no previous complaints of these three possible code-batches. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. In accordance with flexocrin instructions for use, flexocrin causes a minimal, acute, inflammatory reaction in tissues, followed by a gradual encapsulation of the suture material by fibrous connective tissue. Like all polyamide suture materials flexocrin is subject in vivo to a long-term gradual loss of strength as a result of the action of endogenous enzymes. As indicated in the side effects of the instructions for use of this product, deleterious reactions are not known to occur when the material is employed according to the instructions. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Patient complained of an allergic reaction and pain following surgery of the foot: the hallux valgus and the morton neuroma. First surgery completed in (B)(6) 2015 and second surgery was on (B)(6) 2015.